Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolusdelivery and motor encoder error alarm confirmed in the history file. The motor wastested outside to the device and passed. The motor may have had anintermittent failure that was not detected during our testing. No motion sensor test failure alarm during testing. Unable to verify for check setting alarmanomaly due to constant motor error alarm during bolus delivery. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm, motor position encoder error alarm, and motor error alarm. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.